Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to post procedure access site bleeding, requiring intervention. It was reported that on (B)(6) 2018, a mitraclip procedure was performed. One mitraclip was implanted, reducing mitral regurgitation (mr) from grade 3+/4+ to 1+/2+. The steerable guide catheter was removed without issues, however, hemostasis was unable to be achieved. Multiple closure devices were used without success. The patient became hypotensive and fluids and medications were provided. A venogram showed no active extravasation into the pelvis, however, as a precaution, a covered stent was placed from the ostial left common iliac vein to the left external iliac vein. Poor inflow was noted through the stent, resulting in stasis. Another stent was placed, overlapping the first. Post-dilatation was performed and good flow noted. Hemostasis was achieved and the event resolved. The event required prolonged hospitalization. Reportedly, it is possible that the sgc may have caused or contributed to iliac vein tissue damage during removal. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effects of hemorrhage, hypotension, mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported effects hemorrhage and tissue damage appears to be related to procedural circumstances. The reported effect of hypotension appears to be a cascading effect of hemorrhage. There is no indication of a product quality issue with respect to manufacture, design or labeling.